Event description:
This device was used in a clinical investigation study. Pt experienced an acute cardiac tamponade due to left atrial perforation probably caused during left atrial catheterization. Sternotomy was immediately performed.